Event description:
In early 2009, the patient reported experiencing air bubbles in his insulin cartridges. He stated that he notices the air bubbles as he is filling the insulin cartridges and he primes them out. He stated that he does not always allow insulin to reach room temperature before transferring the insulin from the vial to the cartridge. He stated that he never allows refrigerated insulin cartridges to reach room temperature prior to use. He was advised to allow all insulin to reach room temperature prior to use. He stated that he does not adjust the piston rod prior to inserting the insulin cartridge. He was educated on the proper procedure. He stated that his blood glucose was elevated last night and he found an air bubble in his infusion tubing. He primed the air bubble from the system and bolused 3.5 units of insulin. His blood glucose measured 199 mg/dl when he woke up this morning, and he bolused 2 units of insulin. His blood glucose then lowered to 87 mg/dl which is within his normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results - no product will be returned for evaluation.